Event description:
Imed four-channel pump failed on transport from or to cvr (pump was plugged in the entire case). Pt on vasoactive drips and blood pressure fell from 95-83 systolic, but was brought back up to 100 with restart of drips with new pump. Batteries recharged (had been 11.40 volts) and pump returned to service.